Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer initiated the fill tubing sequence while the tubing was connected to the customer's body. The customer's blood glucose (bg) level decreased to 36 mg/dl. The customer was ¿mostly unresponsive¿ and taken to the emergency room by paramedics, and subsequently hospitalized. Customer was treated with intravenous fluids, a glucose injection, and bloodwork was performed to address low bg. The customer was released on (B)(6) 2019 with the issue resolved and no permanent injury.